Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Customer continued to use current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B5, d12, h10, h6, investigation conclusions code 61-remove b5, d12, h10, h6, investigation conclusions code 61-remove.